Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 400 (mg/dl). Customer administered correction boluses and an insulin injection to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they would change their site and administer another correction bolus.